Event description:
A report (B)(4) was received from the FDA stating that: "pt was placed on the ventilator after approx 45 min the device suddenly started alarming, displaying 'technical error 11.' All the volumes and pressures on the vent went immediately to 0. Pt taken off the faulty equipment and placed instantly. Called another rt to bring another vent. Pt placed on the replacement without complications. No harm came to the pt. Other vent taken out of service and sequestered by biomed department." (B)(4). Ref MFR report #8010042-2013-00138.